Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is repeatedly resetting itself. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a faulty system pcb assembly. Stryker replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is repeatedly resetting itself. There was no report of patient use associated with the reported event.